Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and started to vibrate. The customer stated that the insulin pump was exposed to water. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Insulin flow blocked alarm occurred during loading reservoir. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump passed the rewind test. Pump failed screen test of the self test due to pump error 75. Pump failed sleep current measurement test and active current test due to moisture damage on the pcba 1. Toggled vibrate function for pump and vibrate function properly. Successfully downloaded history files and traces using thus. No blank display or vibrate anomaly were noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was successfully redownloaded using thus after pump error 75. Pump error 25 occurred during download due to moisture damage on the j6/pcba 1 connector. Pump error 63 variable 9 was confirmed during download due to main cpu since gpio pin was not set. The second power management graph confirms where the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage on the j6/pcba 1 connector. Pump with dim backlight occurred after download. Unable to change backlight brightness. Pump was cut open for visual inspection and found dried insulin in the motor, a corroded home switch, and moisture damage on pcba 1, pcba 2, motor and the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, scratched case, cracked case (battery tube), label damage (stained). Pump error 25, pump error 75, and unexpected battery power loss were confirmed due moisture damage on j6/pcba 1 and j7/pcba 1 connectors. No blank display and vibrate anomaly were observed during analysis. Blank display and vibrate anomaly were not confirmed. Pump failed self test, active current test and sleep current measurement test due to moisture damage on j6/pcba 1 connector, j7/pcba 1 connector, and d10 diode on the pcba 1. Pump was exposed to moisture on pcba 1, pcba 2, and the force sensor. Back light anomaly was confirmed in due to moisture damage on the pcba 1. Pump error 63 variable 9 was confirmed due to a hardware error anomaly. Insulin flow blocked alarm during unknown timing was confirmed due to moisture damage on the pcba 1, motor, and the force sensor. Pump did not pass full drive test and full functional test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.